Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the instrument failure was likely due to conditions of use. As reported, the surgeon stated that the instrument was not used as intended. There are warnings in the package insert that state that this type of event can occur: ¿do not force tool tips. Tools are to be guided, not forced. If the instrument meets resistance, do not force the tool, the tool may have contacted cortical bone. The application of force can cause damage to the cutting tip, the system and unnecessary damage to bone.¿

Event description:
It was reported patient underwent a total hip revision procedure on (B)(6) 2014 of competitor product. During the procedure, the tip of the ultra drive fractured. The fractured tip was removed from the patient. Regular instrumentation was utilized to complete the procedure.

Manufacturer narrative:
This follow-up report is to correct information that was reported in error on a previous medwatch.

Event description:
It was reported patient underwent a total hip revision procedure on (B)(6) 2014 of competitor product. During the procedure, the tip of the ultra drive fractured. The fractured tip was removed from the patient. Regular instrumentation was utilized to complete the procedure.